Manufacturer narrative:
(B)(4). Date sent: 6/4/2021. D4: batch # unk. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined that only the bag pouch was returned. The bag was received fully cinched and torn at the bottom end (not at the seams). The torn portion was noted stretched and the remaining was not returned. Additionally, the suture was also observed torn. The event reported was confirmed and it is related an improper use of the device. A potential cause of the torn bag and suture is an attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The bhr review could not be conducted, as no batch number or lot number for the complaint device was provided.

Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, device broke while extracting a specimen. There was no loss of material. Patient consequence was not reported. No other information is available.